Event description:
According to the reporter: occurred during a laparoscopic resectioning. There was poor staple formation and the staple line was incomplete centrally. The knife cut the digestive tube with no formation of the staple line. Re-stapled the tissue with another reload. There was unanticipated tissue loss and temporary tissue damage. The incision was extended by more than 1 inch due to the product problem. Surgical time was not extended by 30 minutes or more due to the product problem. The patient status is alive, no injury. Relevant medical history: chemotherapy/radiation treatment.